Event description:
Cut gum [gingival injury]. The little circle bit and the top part came off - brush head [device breakage]. Product counterfeit [product counterfeit]. Case description: consumer called stating the little circle bit and the top part came off the brush head. No serious injury was reported. Follow-up: product return was received, and identified on 12-mar-2020 as an oral-b power/power oral care refills/sensitive clean/eb17s.

Manufacturer narrative:
24-mar-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Cut gum [gingival injury]. The little circle bit and the top part came off - brush head [device breakage]. Case description: consumer called stating the little circle bit and the top part came off the brush head. No serious injury was reported.